Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. The physician reported that the deployment was performed per the IFU and without any complications noted at the time of the closure. The patient was discharged per the hospital's protocol. The patient returned (it is unknown from where or when) to the hospital with a hematoma greater than 6cm in size. Manual compression was applied to the hematoma for 25 minutes, followed by a pressure dressing (the pressure dressing was described as a stretchy bandage which was wrapped around the patient's hips with 4x4's compressing the site, it was not a femostop). The patient was admitted to the ICU (intensive care unit) and given blood due to a low hemoglobin level. No further information is available.

Manufacturer narrative:
Life-threatening is being added to outcomes attributed to adverse event.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.